Event description:
It was reported that when the surgeon attached the pressure syringe in the instructed manner and begun to turn the plunger t-handle to the right and no pressure was felt or measured on the psi gauge. The sales representative instructed the surgeon to refill the pressure syringe with saline and try again to pressurize the implant. Again the implant did not expand nor was there any pressure felt or measured. However the surgeon felt confident with the proper position of the implant within the tight disc space.

Manufacturer narrative:
Method: device history review;results: although the implant was not returned all of the associated instruments were returned and were deemed functional upon further testing. The sales rep reported that it is likely the implant was not securely attached to the inserter. The acculif surgical technique emphasizes that the user should verify that no gaps exist at the interface between the implant and the stainless steel connector to assure that the attachment is secure.conclusion: this device was not returned for evaluation a root cause cannot be confirmed.

Event description:
It was reported that when the surgeon attached the pressure syringe in the instructed manner and begun to turn the plunger t-handle to the right and no pressure was felt or measured on the psi gauge. The sales representative instructed the surgeon to refill the pressure syringe with saline and try again to pressurize the implant. Again the implant did not expand nor was there any pressure felt or measured. However the surgeon felt confident with the proper position of the implant within the tight disc space.